Manufacturer narrative:
H2: see d10. H3: one medfusion pump was received in good physical condition with no appearance of any physical damage. The event history log was reviewed and there was a "d2a offset voltage bgnd test" message. The power up process was conducted and the reported "d2a offset voltage bgnd test" was unable to be duplicated. The cause of the issue was unable to be determined. The main board was replaced as a preventative maintenance.

Event description:
Information was received that during pre-testing of this smiths medical medfusion 3500 pump, the pump exhibited "d2a offset voltage error". No patient involvement reported.